Manufacturer narrative:
Continuation of medical devices: 506852 lead implanted (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.